Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect c16000 analyzer generated decreased sodium results on 2 patient samples. Patient 1 ID (B)(6): an initial sodium result of 109 mmol/l was generated. The sample was repeated and a result of 138 mmol/l was generated. Patient 2: an initial result of 109 mmol/l was generated. The sample was repeated and the result was also around 138 mmol/l. There was no report of impact to patient management.

Manufacturer narrative:
No customer returns were received for investigation. The abbott field service representative (fsr) inspected the instrument and replaced the fitting, ict pinch valve tubing (rohs) and tubing, ict pinch valve (rohs). These parts are considered the likely cause. The architect c16000 service history for serial number (B)(4) was reviewed and did not identify any contributing factors on or around the date of the complaint. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect c16000 analyzer was identified.